Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture," "granuloma," "capsular contracture baker grade ii," and "several anechoic cysts."

Event description:
Patient reported right side "intracapsular rupture," "granuloma," "capsular contracture baker grade ii," and "several anechoic cysts." Also reported "nodules" which were determined not to be device-related. Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6); h.6 health effect - impact code: f2203.

Event description:
Healthcare physician, was the initial reporter. Of the "capsular contracture, baker ii. For the right side and rupture". Device has been replaced. Lab analysis of biopsies completed.

Event description:
Patient reported right side "intracapsular rupture," "granuloma," "capsular contracture baker grade ii," and "several anechoic cysts." Also reported "nodules" which were determined not to be device-related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:d4, d6(a).

Event description:
Health professional reported right side "intracapsular rupture," "granuloma," "capsular contracture baker grade ii," and "several anechoic cysts." Device has been explanted.